Event description:
Patient was seen in clinic for a thumb injection. 3cc syringe and 25 gauge 1.5" needle was used. The needle was placed into the joint and when injecting the mixture an unknown quantity of the mixture leaked out of the junction of the needle and the syringe hub. Once the first drops were noticed the needle was retightened into the hub but mixture continued to leak out. Likely most of the material leaked out in the end, rather than being injected.